Manufacturer narrative:
Concomitant medical products: hvad outflow graft, implanted: (B)(6) 2018; hvad pump implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with bacteremia and (B)(6) was indicated as the pathogen. The source of the infection was not known. Four days later, vegetation was found on the right ventricular (rv) lead. The plan was to replace the ICD system; however, before the replacement could occur, the patient had a subdural hemorrhage and the patient was indicated to be brain dead. Care was withdrawn and the patient expired.